Event description:
It was reported that during a laparoscopic cholecystectomy the ports cracked on two devices when connecting the insufflation tubing. There was no pt injury. This report is being filed for the first device for the findings upon investigation. It was not clear whether the device was used on the pt. See MFR report #2134070-2014-00087 regarding the second device.

Manufacturer narrative:
Final device investigation found that the device was returned with a crack in the sleeve stopcock port. The obturator was in good visual condition with no observed nicks nor damage to the blade. Upon eval, the sleeve stopcock lever and insufflation port were securely fastened with sufficient friction to prevent unintended movement. The sleeve was then pressure tested and showed signs of leaking when the obturator was inserted into the sleeve, but not when tested alone.